Event description:
The customer reported that she did not have enough plasma removed in the waste bag after 20 minutes into a therapeutic plasma exchange (tpe) procedure, and the customer had already infused 250 mls of albumin 5%. A second procedure was set up and started, with a new fluid balance calculated. The patient did well on the second procedure and is in stable condition. The customer declined to provide the patient's ID or age. The disposable set was unavailable for return for evaluation because the customer discarded it. This report is being filed due to the potential for injury due to hypervolemia.

Manufacturer narrative:
Investigation: per the customer, she noticed that the plasma line was twisted in the centrifuge after no plasma had gone into the waste bag. The customer terminated the procedure and set up for a new procedure on the same machine with a new disposable set. She calculated a new fluid balance (fb) for the second procedure because of the infusion of 250 ml albumin during the first procedure. Instead of 100% fb, she used 91%. The patient did very well on the second procedure. The device history record (DHR) was reviewed for this lot. The lot had no issues during manufacture and all sut samples passed testing. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the twisted plasma line observed during the procedure include but are not limited to:-disposable manufacturing misassembly-disposable mis-load.